Event description:
It was reported that during the whole liver selective internal radiation therapy procedure, the subject guidewire tip was broken while positioning it at the target lesion. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿ updated. H3 summary attached - updated. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned broken in two segments. (191cm and 9cm). The guidewire was seen to be kinked at 150cm from the proximal end. The proximal fragment was inspected, there was 2 additional breaks along the nitinol tubing and the platinum wire was seen to be stretched. The core wire and platinum wire were exposed on the proximal end. The distal fragment was inspected, and the nitinol tubing was broken with the coil exposed. The core wire was seen through the distal tip dome of the distal fragment. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the sales representative was notified by the purchaser that the tip of the guidewire was broken loose in the patient. The guidewire was returned, and it was confirmed that the distal end of the wire had been broken/fractured. Additional information states that the event occurred while the physician was trying to get to the position where the liver tumor is located, needed to take some extra curvatures but no resistance was encountered. The physician felt there was something different and decided to pull back, it was just a feeling and no 1:1 torque response. The device was returned, and it was confirmed that the distal section was fractured, and the distal coil was stretched, confirming the reported event. Based on the device analysis and a review of the available information, it is probable that there were procedural and/or anatomical factors present during the use of the device which may have caused or contributed to the reported and analyzed defects. An assignable cause of ¿procedural factors¿ will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ and to the as analyzed ¿guidewire distal tip stretched¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the whole liver selective internal radiation therapy procedure, the subject guidewire tip was broken while positioning it at the target lesion. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.